Event description:
The customer reported to baxter corporate product surveillance of a clearlink system catheter extension set in which, a no flow was detected during patient use. There was no patient injury or medical intervention associated with this report. No additional information was provided.

Manufacturer narrative:
(B)(4). One actual unit was received for evaluation purposes related to no flow /restricted flow condition. Unit was visually inspected. Functional testing was performed. During visual inspection, unit did not present a defect. The unit passed functional testing. The reported condition was not confirmed. A batch review was performed on the reported lot and no deviations were found.